Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5 was not detected on the communication bus, the customer also felt that the red release latch seemed to be broken/loose. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user had to request from the pharmacy or pull it from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 on the main station were not detected on the bus. A field service engineer inspected the station and found the module controller was not receiving power. The fse tested drawer 5 and replaced the faulty module controller. After powering the station back on, the customer tested the drawer functionality in the user application to ensure the drawer functionality. The system functioned as intended after the field service engineer repaired the device.